Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error and no delivery during bolus delivery. The customer's blood glucose was 400 mg/dl. The customer does use the sensor feature. They were able to rewind the device. The customer stated that the no delivery alarm was caused by kinked tubing. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No motor error alarm or no delivery alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.